Event description:
It has been reported to philips that the wireless footswitch was not communicating with the system and the wireless indicator was red. The device was outside of clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) installed a base station, paired the wireless footswitch, and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the wireless footswitch was not communicating with the system and the wireless indicator was red. The wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and replaced the base station and the system was returned to use in good working order. The codes were updated based on the investigation outcome.